Event description:
It was reported that an arteriotomy closure of a non-calcified common femoral artery was attempted using a starclose se device after a superficial femoral artery angioplasty, stenting and atherectomy procedure. Reportedly, the exchange sheath was put in place into the patient's groin, but it was removed when the physician observed that the blade component inside the sheath (that would cut the sheath during sheath splitting) was sticking out at a 90 degree angle. The device was removed from the patient and a second starclose se was used. The physician indicated that after firing the clip of the second starclose se and removing the device from the patient groin the clip was seen on top of the patient skin. The clip did not require any type of intervention to remove it since it was just lying on top of the skin. The physician applied manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be thin. Evaluation summary: the device was received for evaluation. The report of clip was seen on top of the patient skin after device deployment could not be confirmed. Device analysis indicated the external components were in the correct post-deployed condition. Inspection of the internal components found the vessel locator wings were bent and one was broken. Strike marks on the sheath hub were observed, indicating multiple attempts were made to insert the clip applier into the sheath hub. The clip was examined and there was no observable anomaly. The returned device condition suggests that the opposite ends of the wings were pressed together during deployment which caused them to form a crease. This also may have interfered with clip deployment and caused the clip to capture the wing, which would result in pulling the clip to the surface. The clip capturing tissue and wing, while being dragged out with device, has the potential to break the wing and end up at the skin. Although a definitive cause cannot be determined, it is most likely related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.